Event description:
It was reported that the pt's sometimes hears all sounds very loud and sometimes very soft. Testing in situ shows that the impedance on all electrode channels is very high. Overall eight electrode channels are switched off.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.